Event description:
It was reported the asymptomatic patient presented in-clinic for follow-up, and the device was found to be in hardware back-up mode. The patient received shocks prior to the reset. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that a power-on reset occurred. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the backup vvi could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.